Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the implant died five days later after they charged it to 100%. The patient stated when she tried charging the implant again after it died suddenly, she was not getting a signal, and she confirmed she was getting the reposition antenna screen on the recharger (insr). The patient stated a manufacturer representative (rep) said it was weird that her implant battery died that quickly. The patient further stated her implant had been dying quickly for some reason, had been acting weird, and was not keeping a charge for long. The patient further stated her cat chewed her insr cord, and she confirmed she was getting the reposition antenna on the insr before her cat chewed on the cord. The recharger antenna was reported as damaged. The patient changed the patient programmer (pp) batteries, because the batteries were dead. The patient noted she did not use the controller that often, so she had to c hanged the batteries when she used it. The patient was able to power on the (pp) and confirmed she was able to communicate. However, they also got the ins depleted screen using the pp. The patient stated the pp was showing ins battery depleted screen now, because she had not been able to charge implant when the implant died. An insr issue was suspected, and a replacement antenna was sent to the patient. No symptoms or further complications were reported/anticipated.